Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 54 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injection. The customer stated that the low blood glucose was due to not eating and she also treated the low blood glucose. The customer stated that she changed out her infusion set. The insulin pump will not be returned for analysis.